Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. It was reported that the images were medium-low contrast. The issue was there was large amounts of empty field causing the auto-brightness to reduce the technique. All the recent cases with proper positioning had high image quality. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the 2d images acquired with the imaging system were grainy however the 3d images were fine. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.